Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 30 mg/dl. Customer had symptom of high blood glucose; customer dizzy, weakened then passed out. Customer was hospitalized due to low blood glucose. Customer was hospitalized and released when blood glucose was stabilized. It was not certain if customer was wearing insulin pump at the time of hospitalization. Customer was advised not to connect to insulin pump after hospitalization which caused another hospitalization due to high blood glucose. Customer was hospitalized on (B)(6) 2016 with blood glucose of 500 mg/dl to 1000 mg/dl. Customer was hospitalized due to diabetic ketoacidosis. Customer was hospitalized and discharged after being put on insulin plan. Customer was not wearing insulin pump at the time of hospitalization for less than 48 hours.